Manufacturer narrative:
For the 2 events reported under exemption number e2012014, both complaint devices were returned. The 2 events were found to have a root cause of operational context.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012014 for product code kod. This report covers 2 reported events of balloons bursts. Of the events, 1 patient was female and 1 was male. The known patients' ages ranged from 62 years to 63 years. All other demographic information is unknown.